Manufacturer narrative:
On 06/10/2016 the field service engineer (fse) found disconnected tubing in valve lv8 that caused the leak. The fse repaired the tubing connection to fix the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained clear leak of about 1 ml from the coulter ac.t diff analyzer during startup. The customer reported low controls at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.